Event description:
It was reported that during a rectum procedure, the device tissue pad shifted and malformed after 1 hour into the procedure. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.